Event description:
It was reported that the infusion set was leaking at the headset, resulting in elevated blood glucose levels. The issue has been occurring for the last 3-4 months.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states this case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product was discarded.